Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized due to low blood glucose levels, with a reading of 20 mg/dl. The customer had been experiencing low blood glucose levels for the past 30 days. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to high magnetic fields. Nothing further was reported.